Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 27, 2021 that a hot axios stent was to be implanted to treat a benign stricture in the pylorus during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed successfully; however, the stent lock did not lock and the proximal flange prematurely deployed inside the scope. Due to lack of visualization, the stent was pulled out together with the scope and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a benign stricture in the pylorus. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to treat a benign stricture in the pylorus. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.